Event description:
It was reported that during a tonsillectomy / adenoidectomy procedure using a coblator ii controller and an evac 70 xtra icw wand, the suction and ablation functions were allegedly weak. A second wand of the same type was opened that was an admittedly reprocessed device and the problem persisted. Eventually, the procedure was completed by switching to a competitive device, without any pt complications. The hosp confirmed that the facility has been using reprocessed wands with arthrocare controllers. The hosp was advised by arthrocare to remove all reprocessed wands from inventory, as arthrocare wands are single use devices and using reprocessed wands affects the equipment's performance.